Manufacturer narrative:
(B)(6). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd882647, gd881474, gd881565, gd879189 and gd879163 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous consumer report with supplemental information by a nurse from the USA of patient made mistake/touch contamination and peritonitis in a male patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On an unreported date, the patient made mistake/touch contamination. On an unknown date, the patient experienced peritonitis. The patient was not hospitalized. Treatment for the touch contamination and peritonitis was not reported. On an unreported date, dianeal therapy was withdrawn. On an unreported date, the patient recovered from the peritonitis. An outcome for the event of touch contamination was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. The reporter did not provide an opinion of causality. On (B)(6) 2011 further information was received from the pd nurse. The nurse confirmed all of the information provided by the consumer. The nurse clarified that the patient was not on pd for solution for now. The nurse reported that the peritonitis was unrelated to dianeal therapy and did not provide an opinion of causality for the event of made mistake/touch contamination. The nurse declined to provide additional information.